Event description:
The patient received a minor burn injury to the inside of their right cheek during a crown preparation procedure. The patient has had a follow up visit with the doctor and the burn injury is reported to have healed normally without need for any additional medical treatment.